Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, there was a console screen unspecified issue. The console did boot up, and the case could not be completed. There were no patient complications, however, the patient was under general anesthesia when the procedure was cancelled. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, there was a console screen unspecified issue. The console did boot up, and the case could not be completed. There were no patient complications, however, the patient was under general anesthesia when the procedure was cancelled. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.